Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported the gasket split (camera port); nothing other than the camera was used on this port. There was no consequence to the pt.